Event description:
Rptr is calling on behalf of her husband who had stopped using the sure step meter because of the er1 mesages. Rptr does not believe her husband uses the comparison chart (husband was unavailable). Technique may have been suspect, she wasn't sure. She did state however that when he did get the er1 message he would then retest and often get the er1 message again. When he did get a blood glucose reading it would be on the high side. Husband's blood glucose tends to run high. The last blood glucose result in memory was 377 mg/dl.